Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the system logs for this procedure has been performed and the following was observed: no relevant errors were observed during this procedure. Additionally, all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and instruments with no more uses left. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy procedure, the surgeon was operating on the wrong kidney. The procedure was aborted and the surgeon performed a partial nephrectomy on the left kidney as planned.

Event description:
It was reported that during a da vinci-assisted nephrectomy procedure, the surgeon was operating on the wrong kidney. The surgeon explained that she had only performed a right renal evaluation prior to the procedure being aborted; no other surgical tasks were performed. The procedure was aborted and the surgeon then performed the partial nephrectomy on the left kidney as initially planned. The patient did not experience any post-operative complications and was discharged on post-operative day one. The surgeon reported that no da vinci product caused or contributed to this complication. The surgeon said the cause of the reported complication was "h&p/consent/patient claim on the right side."